Event description:
Info was received from the provider that the device was overheating. The device was in use at the time. There was no reported pt harm. Upon evaluation, thermal damage was discovered on the bottom of the device near the power outlet. It appears that a failure of the solder joint on the ac inlet may have contributed to the event.